Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown event description: "this is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation." "Cannula fragmentation" "report from the sales rep the distal end of the trocar cannula was fractured. The fragment of the cannula fell off inside the abdomen, but removed from the patient. The intraperitoneal irrigation was performed during the case. The event unit was replaced with new one and the case was successfully completed. No health harm reported. The cer check list is unavailable. Initial investigation report the event unit and one(1) fragment were returned to us and visually inspected(pic.1). The cannula tip was fractured and cracked(pic. 2 and 4).the returned fragment is similar to the missing section in shape(pic. 3). The unit will be returned to amr for further evaluation. (B)(4)." No patient injury. The component list was provided and the cannula and fragment are available for return. Type of intervention: "the fragment of the cannula fell off inside the abdomen, but removed from the patient. The intraperitoneal irrigation was performed during the case. The event unit was replaced with new one and the case was successfully completed." Patient status: "no patient injury" "no health harm reported."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by force applied at the cannula tip by an instrument that was inserted through the trocar during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.